Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states blank screen. The unit was triaged and the customer¿s reported condition was confirmed; the screen was so faded the content was barely visible without significant effort. Reseating the lcd flex cable in the j6 connector on the main board did not help to alleviate the issue. Installation of a test lcd assembly allowed the unit to have full display capabilities. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. The lcd was replaced. The unit was passed all tests. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2017.

Event description:
According to the reporter, on (B)(6) 2017, the device had a blank display. There was no patient involvement.